Event description:
Boston scientific received information that there were inconsistent shock impedances observed on this right ventricular (rv) lead after the implant the impedances were 36 ohms and 27 ohms during a shock. There was a variable shock lead integrity test (slit) that showed the impedances to be 20-50 ohms. The local sales representative discussed with boston scientific technical services (ts) that measurements would be reviewed again the next day. Ts discussed that this patient does have a deep brain stimulator and that this could be a possible cause of the variable impedance measurement. Additionally, technical services commented that emi could also cause this observation to occur. No adverse patient effects reported. Subsequently, additional information was received stating that the impedance measurements were normal when remeasured the next day. The impedances were stable around 35 ohms. No adverse patient effects. Additional information received states that a red alert was detected on the patient's home monitor system for low shock impedances on this rv lead. The patient's impedances had gotten below 20 ohms (down to 4 ohms). The physician has scheduled a future appointment to follow up with the patient and perform testing on the implanted system.

Manufacturer narrative:
At this time the system remains in service. This investigation will be updated should further information be provided.